Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of the pacemaker data showed that a false episode of atrial tachy response was recorded due to farfield r-wave oversensing. The physician planned to bring the patient into the clinic and adjust the atrial sensitivity. The pacemaker remains in service and no adverse patient effects were reported.